Event description:
A report was received from a distributor that a memory lens implanted in the right eye of a pt was explanted due to opacification. Request has been made for add'l info, however, no further info has been provided.

Manufacturer narrative:
The device history records and sterility records have been reviewed by mfg and found to be in compliance. This lens was manufactured before 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing specification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.